Event description:
It was reported that during an in-clinic visit for an av node ablation, the left ventricular lead was imaged and determined to be dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.